Event description:
Per the clinic, the patient experienced skin breakdown at implant site and extrusion of transducer (specific date not reported). The patient then underwent revision surgery (specific date not reported), during which temporalis flap and reconstruction procedure was performed. Later, the patient experienced recurrent skin breakdown resulting in infection at the implant site (specific date not reported). The device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced wound breakdown.